Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received stuck button alarm as well as multiple insulin pump error. Customer¿s blood glucose level was unknown. Customer also reported that they received insulin flow blocked alarm. Customer reported that the event was resolved by changing complete set. Customer stated that the damage to the clip occurred around two weeks after receiving the insulin pump. Customer stated that the buttons are peeling off. Customer stated that they were able to rewind the insulin pump and did not issue with the insulin pump. Customer troubleshoot was performed. Customer advised to insulin pump will need to be replaced and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No the motor arm cannot communicate with the main arm error and inverse critical block did not add to zero error alarm occurred during testing; however, the motor arm cannot communicate with the main arm error is confirmed in the device history file due to a software error. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. The keypad overlay is just starting to peel in the upper left hand corner. Did not see anything wrong with the belt clip rails.